Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needle plunger was removed with excessive force causing the suture to detach from the link. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that a posterior cuff-to-needle tip detachment occurred, as evidenced by the damaged posterior needle. The posterior cuff was attached to the link and the posterior needle was attached to the rail suture, when the posterior cuff-to-needle tip detachment occurred, it could appear very similar to reported suture break from the link. Additionally, a rail suture end break was detected. However, the condition of the rail suture end break was consistent with post-procedure manipulation rather than occurring during use. During functional testing, a proxy needle plunger was inserted and retracted with no detected resistance observed that could cause the posterior cuff to detach from posterior needle tip. Due to the needle plunger, the link, the anterior needle, and the anterior and posterior cuffs not being returned, the scope of the investigation was limited. The root cause for the posterior cuff detachment could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.